Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that they received no delivery alarm and battery life diminished. The customer's blood glucose was unknown at the time of incident. The device was not expected to be returned for analysis.